Event description:
It was reported that the patient that has an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence and the device was no longer functioning. The physician removed and replaced the device through trans corporal replacement surgery. There were no further patient complications.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. A risk review confirmed that the events of urinary incontinence, and mechanical issue were defined in the product risk documentation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient that has an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence and the device was no longer functioning. The physician removed and replaced the device through trans corporal replacement surgery. There were no further patient complications.